Event description:
Customer reported, the insulin pump had alarmed battery. Customer cleared alarm and the device alarmed power deadlock and displayable history crc check failed on startup. Customer's blood glucose was 200 mg/dl. Customer was advised to clear alarms. Customer stated the alarm did not occur during rewind or prime sequence. Time and date had to be reprogrammed. Normal bolus was administered in the air and recorded. Button error alarm was also noted in the device alarm history. Customer did not recall the device alarming button error. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump was programmed and monitored for two days with no alarms or audio/beep anomaly noted. All operation currents are within specification. Off no power alarm functioned properly. Insulin pump passed self-test. Insulin pump had an alarm in the alarm history screen due to corrupted history file. All buttons functioned properly. No damage noted on keypad traces. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.